Event description:
Per the clinic, the patient was explanted due to an infection (possibly due to biofilm collection on the implant). The patient was explanted in early 2009. Reimplantation was not scheduled at the time this report was filed approx three and a half months later.